Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, sion black, guiding catheter: hyperion 6fr spb3.5, crusade penetration catheter, other : viewit. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during the percutaneous coronary intervention procedure to treat an eccentric, moderately calcified, 90% stenosed, de novo lesion in the moderately tortuous distal circumflex coronary artery, pre-dilatation was performed using a 2.5x12mm non-abbott balloon catheter. To perform additional pre-dilatation with a larger balloon, the protective sheath of a 3.0x15mm nc traveler rx balloon dilatation catheter (bdc) was removed without issue, then the device was soaked in saline and prepped via air aspiration outside of patient anatomy. The nc traveler was then advanced to the target lesion with resistance felt against the anatomy. During the 1st inflation to approximately 14 atmospheres (atm), the nc traveler balloon ruptured. The nc traveler was then withdrawn from the anatomy without resistance. Dilatation was successfully completed using a smaller sized balloon (2.75x15 nc traveler) via inflation to 18 atm. The procedure was concluded after placement of a 3.0x33 xience alpine stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.